Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by lots of fibrin in the peritoneal effluent. The cause of the peritonitis was unknown. Beginning on an unknown date in the same month as the onset, the patient was treated with vancomycin 2 grams intraperitoneally every five days (duration not reported) and fortaz 2 grams intraperitoneally every five days (duration not reported) for the peritonitis event. Antibiotic treatment with vancomycin and fortaz was ongoing at the time this report was received. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.